Manufacturer narrative:
If additional information or investigation results become available, the details will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a detachable trial instrument. According to the complaint description, the trial was noted to be loose on the 8.5 mm spacer. The procedure was an anterior disc replacement (adr). The trial fell into the wound and was immediately retrieved; it was used again in the surgery. There was a delay of less than 30 seconds. The device will be available for return to the manufacturer. The adverse event is filed under reference xc (B)(4).

Event description:
Update: the customer does not think there is anything wrong with the part but rather, the trials may be worn which could be why they are not holding well.

Manufacturer narrative:
Investigation: the device was returned for investigation/evaluation of the failure of this part. The part was transferred to the quality department for inspection. The part was inspected visually as well as the dimensions that are in direct contact with the mating tool. The dimensions checked were the length of the pocket, the width of the pocket, the radius inside the pocket, the thread and the depth of the thread. Original manufacturer has completed its incoming inspection and found no evidence of any lack of dimensional integrity for this part.